Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v850492, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient had a bad fall three days before (B)(6) 2014. The fall resulted in a fractured lead wire. The implantable neurostimulator (ins) and the lead were revised on (B)(6) 2016 and the patient recovered completely. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.